Manufacturer narrative:
Corrected information: it was initially reported that the device was returning for analysis; however, the user facility indicated that the system controller would not be returned for evaluation. Approximate age of device: 2 years, 9 months. (Calculated from the date when the system controller was issued to the patient.) A correlation between the device and the reported event could not be conclusively determined. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the device is not available for return. A reason was not provided.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found unresponsive in his home face down by emergency medical services (ems) with the system controller disconnected from both power sources. The patient was intubated. Upon arrival to the emergency department, a ¿low cell battery" alarm was detected by the vad coordinator. According to the vad coordinator, when connected to a system monitor, the only alarms that were recorded were ¿low cell battery.¿ it was reported that the patient arrested and was pronounced deceased. No additional information was received.

Manufacturer narrative:
The expiration date and device manufacture date are not known as the serial number was not provided. Approximate age of device - 2 years, 9 months. The device is expected to return for evaluation but has not been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.